Manufacturer narrative:
Customer contact reports no patient information available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was cleaned, and the unit was returned to service.

Event description:
The hospital reported a loss of mechanical ventilation during a case. There was no report of patient injury.